Event description:
Healthcare professional reported "capsular contracture", "associated pericapsular edema" and "heterogeneous intracapsular tissue with delayed contrast enhancement, findings that may be related to silicone-induced granuloma". Healthcare professional later reported capsular contracture, baker grade iii. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued: e.1. State: sp phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma, seroma-late, and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, seroma-late, and capsular contracture, baker grade iii